Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 2.5x33 mm xience xpedition stent delivery system (sds) was advanced to the predilated, mildly calcified and tortuous, distal left circumflex (lcx) coronary artery and the stent was successfully deployed, but an edge dissection occurred in the lcx. The dissection was successfully treated with another xience stent. There was no adverse patient sequela. No additional information was provided.